Event description:
The customer reported to beckman coulter (bec) that finger stick patient samples run on their act diff analyzer gave higher platelet plt results on initial run compared to the rerun plt results which were lower, considered correct and reported out as verified by manual slide review. The customer submitted patient review summary printouts highlighting 6 patients with the reported issue. Review of this data shows all plt results had instrument generated flags, and only patients # 2 ¿ 6 showed elevated plt recovery on the initial run compared to rerun results. Patient #1 showed lower hemoglobin (hgb) result on the initial run compared to the rerun results, all without instrument flags. Patient # 2 showed a lower initial white blood count (wbc) result without instrument flag compared to rerun. Manual slide review results were not supplied by the customer. The erroneous results were not reported out of the laboratory and there was no change to patient treatment attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse observed spike on the platelet (plt) histogram and replaced the red blood cell/platelet (rbc/plt) bath/aperture to resolve this issue. The fse ran latex, reproducibility and verified the plt count correlates after instrument sits idle for 45 minutes. The system was verified and validated. Failure mode can be attributed to the rbc/plt bath/aperture assembly that was replaced by the fse to resolve this issue.